Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad buttons are unresponsive and have been getting gradually worse over the past 2 months. The patient keeps the pump in a pocket and does not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): on investigation, there is no peeling or visible damage of the keypad; however, the emblem is found to be worn off of the contrast button. All of the keypad buttons have intermittent unresponsiveness when pressed. None of the keypad buttons have normal spring back or click. The keypad was removed for investigation to reveal contamination located under all of the contact buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.